Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash and bruise under the equipment. It was reported that the patient is paralyzed from a stroke and unable to move to alleviate pressure under the equipment. It was also reported that the patient sweats heavily which could be exacerbating the rash. There was no alleged device malfunction contributing to the rash. The patient was reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the rash and bruise improved.

Manufacturer narrative:
Not applicable.